Manufacturer narrative:
Section a2, a3, a4, and a5: unknown, as information was requested but not provided. Section d6a: if implanted, give date: n/a, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: n/a, as lens was removed/replaced during the same procedure. Section e1: email address: unknown, as information was requested but not provided section e1: telephone number: (B)(6). Section g4: PMA/510(k) number: this report is being filed on an international device; tecnis optiblue preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: health effect - clinical code 4581: no code available (incision enlarged). An attempt has been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when the preloaded intraocular lens (iol) was implanted there was a small line in the center of the optical part that could be dirt or scratches. The iol was removed. Through follow-up, we learned that the iol had a foreign material. The cartridge tip was not damaged and the account reported not experiencing any resistance when pushing the iol out. The patient's incision was enlarged from approximately 2.4 mm to approximately 3.0 mm. A replacement iol of the same model was implanted on the same day. The patient is not experiencing any problems. No further information was provided.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: february 26, 2026. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: visual inspection under magnification was performed on the suspect product. The plunger rod was found fully advanced with viscoelastic residue not observed to be evenly distributed throughout the cartridge. Stress marks were identified on the cartridge tip but were in specification for a used device. No issues were identified with the cartridge, lens module, device assembly, or plunger rod advancement. The plunger rod tip was bent. The lens was received coated in an unknown liquid. White residue marks were observed on the lens. Scratches were observed on a haptic. Raman analysis identified that the white haze was composed of the same material as the lens itself. Elemental analysis of the haze was performed and carbon, oxygen fluorine, sodium and chlorine were detected. Due to raman analysis being performed on the foreign material sample, no fourier transform infrared (ftir) was performed. The complaint issue "foreign material - loose" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be found. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.